Event description:
It was reported that the leads on the patient are eroding through the skin on one side. The patient was treated by a local doctor as she is not a candidate for surgery at this time. It cannot be determined which lead contributed to the event.

Manufacturer narrative:
Date of event is estimated. The allegation is against 2 of 4 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3169, UDI: (B)(4), serial na, batch: 3541251. Common device name: scs lead, model: 3166, UDI: (B)(4), serial na, batch: 3511227. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.